Event description:
Pt's pump will not turn on. Pump was recently sent over as replacement. Mother has tried using different batteries, no luck. Pt never used pump and did not sustain injuries. Will send new pump. Old pump to be replaced. Dose or amount: as directed, frequency: continuous infusion, route: IV. Dates of use: from (B)(6) 2018 to present. Diagnosis or reason for use: (B)(6).